Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had a sealing issue, which resulted in bleeding after the procedure. No alarms or end-tones were heard, and there was evidence of some sealing when used. They also reported that there was no patient injury.

Manufacturer narrative:
Updated with newly received information from the customer. This complaint has been reassessed and is no longer classified as a reportable event. One used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily. A full thermal effect was visually verified without tissue sticking. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not complete the sealing cycle. An alarm would sound when the device was used. No patient injury occurred or medical intervention was required.